Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was not communicating. Orders and patient's details were not crossing over. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. The technical support specialist (tss) logged into the server through remote support service as the facility had been down for a long time. The tss confirmed that carefusion care coordination engine messages were crossing and restarted the network and external messaging services. The tss found that the database did not show available for processing xml/msg. The tss also noted the health sight viewer showed issues with meditech systems, then, the tss confirmed that the issue was fixed by the customer. The interface was reset, and the orders started crossing successfully. All the functions returned to normal and were no longer in critical override status. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was not communicating. Orders and patient's details were not crossing over. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.